Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Device is in due to failing step 25 of the pm procedure. I can confirm that the device failed the pm test, but at step 229 during the dp null valve test, where it displayed error 7153 "differential pressure is not stable;" this indicates a faulty porting block, adapter, 200/202/o2 tubing, and/or flow sensor assembly. Further investigation found damage to the porting block and contamination to the tubing and flow sensor, as well as the blower transition tube. Incoming inspection per pur5103123 shows device has a damaged porting block and front enclosure, and is missing its rubber feet, power cord, cord retainer, and threaded cap. Incoming ctq inspection shows damaged enclosure seal. Device error logs show no urgent service alarms.